Manufacturer narrative:
Analysis synthesis: review of the information confirmed that the remote report sent on 14 october 2025 was dated (B)(6) 1970. Historical data indicates that the issue resulted from depletion of the internal clock battery of the subject home monitor. It should be noted that the report date is expected to be correctly displayed during the next transmission. If the issue occurs again, replacement of the home monitor is recommended. This case is recorded for trending purposes.

Event description:
Reportedly, a report displayed an abnormal date (1969 &1970).